Manufacturer narrative:
(B)(4). A complaint rt013 was not returned to fisher & paykel healthcare (B)(4) for evaluation. Without the complaint device we were unable to confirm the failure as reported by the customer. This complaint is about customer dissatisfaction with the product. The customer has reported that they feel the rt013 tubing is too delicate and easy to pull apart. This is the only such complaint we have received for the rt013. All rt013 mask interface adaptors are visually inspected for defects prior to leaving production. Those that fail this inspection are rejected. The user instructions which accompany the rt013 contain the following warning: - do not crush or stretch tube.

Event description:
A home customer in connecticut reported on behalf of her child that he is pulling apart and ripping the tubing on the rt013 mask interface adaptor and alleges that this is because the tubing is too flimsy. No patient consequence was reported.